Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one pump and one outflow graft with unknown serial numbers were not returned for evaluation. Log file analysis could not be performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft / unknown serial. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: home inotropes in patients supported with left ventricular assist devices. American society of artificial internal organs journal, 2018. Doi: 10.1097/mat.0000000000000753. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft; outflow graft / serial #: unk / model #: unk / expiration date: unk, UDI #: asku, mfg date: unk, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and use of inotropic agents on existing vad support to treat persistent and worsening heart failure. One patient's post-operative course was complicated by persistent biventricular heart failure and aortic insufficiency, and was then placed on inotropic support through a peripherally-inserted central catheter (PICC) on day 340 of vad support. The patient developed multiple episodes of supraventricular tachycardia, PICC-line-related deep venous thrombi, a pleural effusion and a pump thrombus with outflow graft stenosis, treated initially with stenting in the outflow graft, then with a pump exchange concurrent with right vad implantation on day 253 of vad support. The patient developed an intracranial hemorrhage and died on day 676 of vad support (day 337 of inotropic support). The status/location of the vad is unknown.